Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient expired. They were unsure of patient's cause of death but believed that the death was cancer related. It was unknown what the implanted device relationship was to the patient's cause of death. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.